Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified error 1162 and replaced the universal surgical manipulator (usm) to resolve the issue. Fse also replaced a damaged patient side cart (psc) power cord and a missing axis 1 input cover on the usm. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed/replicated. The unit was tested on an in house system and failed normal mode as it triggered 1162 error (arm disable). Logs recorded errors of 1162, 31086 & 1105. During inspection, failure analysis found no discrepancies on insertion axis, axis controller spar connector (acsc) or cannula flat flex cable (ffc). Cannula cam block and cannula sensor also checked and they were good. When cannula ffc was swapped with a gold ffc and retested on system, the error went away. The unit also tested on a pftp (using gold ffc) and it passed lissajous, cva characterization, brake release, brake hold, sine cycle, carriage strength, carriage friction and advanced brake tests. A review of the site's complaint history indicates that there are no other events related to this complaint. No image or video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another system after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 kept disabling. Technical support engineer (tse) said the error logs showed multiple 1162 errors pointing to the universal surgical manipulator (usm) 3. The error logs did not show arm 3 was being disabled. Customer informed they have hard cycled the patient side cart (psc) twice with no change and they have now moved to another robot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.